Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus had a fluid leak from the cuff, and was replaced. There were no additional patient complications reported.